Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, tubing fracture.

Manufacturer narrative:
Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release.

Manufacturer narrative:
This follow-up MDR is created to document the evaluation of the returned device. A titan touch pump, two cylinders, and two detached rte were received for evaluation. Examination and testing of the returned components revealed no functional abnormalities with the pump, cylinder #1 or cylinder #2. The information received indicated a malfunction - tubing fracture, but because no functional abnormalities were noted with the returned components, quality cannot confirm the complaint as reported. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.